Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced different blood glucose levels of, 150, 180, 190, 50, 40, 300, 400, 225, 200, 263, 152,170, 191, 162, 250,mg/dl. Customer experienced low blood glucose level was 40 mg/dl and high blood glucose level was 400 mg/dl. Customer had no any symptoms. Customer was low blood glucose level treated with glucose shots and bolus for high blood glucose level. Customer stated that insulin pump could detect occlusion .troubleshooting was performed. The product was not returned for analysis.